Event description:
A user facility reports that they were unable to deliver an intraocular lens from the cartridge of the iol delivery system. It is not known whether there was pt impact/injury associated with this event.

Event description:
The nurse provided additional info indicating there was no pt impact/injury associated with this event.